Event description:
Hospitalized for low bg while traveling. Changed cartridge before bed and had severe hypoglycemic episode. Taken to ER and received IV glucose. Patient reports hypoglycemic event whenever she changes cartridge. Patient quizzed on her procedure for changing components. Reports that she never primes the infusion set following cartridge change. Proper technique explained. Patient did not feel pump to be cause of problems and will not send in. Patient f/u on 08/23/99, reported using proper technique and no problems.